Event description:
Rob 1131 cut about 7mm too deep on anterior cut after we passed checkpoints. Surgery was completed manually. Surgical delay = 15 minutes. Case type / application: tka.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: reported problem ¿ mps mike sztary reported inaccurate tka cuts¿observation ¿ could not duplicate problem¿action taken ¿ check robotic arm accuracy, camera accuracy, optical compliance and performed a pm as a preventative measure. Mps did not preform a saw bone test. Mps did state when they found the cut to be 7mm off, he switched only the base array were 7mm proud now¿system ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected on 19 march 2020 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows 0 similar complaints for tka software - inaccurate resection. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. Pm conducted through (B)(4). Observed ¿transmission & friction constants values on j5 & j6 were near the threshold or below nominal...adjusted ¿ j5 & j6 cables for optimization of values and to bring joint into specifications.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Rob 1131 cut about 7mm too deep on anterior cut after we passed checkpoints. Surgery was completed manually. Surgical delay 15 minutes. Case type application: tka.